Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain and the cardiac resynchronization therapy pacemaker (crt-p) exhibited movement and migration within the pocket. It was noted the patient had thin skin over the device pocket and there was difficulty healing. In addition, the patient experienced some discomfort when moving in certain ways and there appeared to be "slipping" of the device. It was mentioned there was apparent twiddler's syndrome as well. The crt-p pocket was revised and the device was repositioned. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated "pending erosion" was noted prior to the pocket revision. No further patient complications have been reported as a result of this event.